Manufacturer narrative:
(B)(4). This report is 2 of 12 for cracked wye connectors. Investigation summary: the customer did not have a sample available for evaluation. The device history record for the lot of the circuit reported (part 7441-4s2, lot # y09e1411) was reviewed and no issues related to this report were observed. The product was produced and released according to procedures. The manufacturing process was reviewed and no problems were found related to the issue reported. Component 65-1989a 'wye' is made of butadiene-styrene polymer butadiene-styrene polymer (B)(4) kr03 p/n natural (resin). The use of alcohol with a component made with this resin could cause some cracking due to the residual molding stress. It was confirmed that no solvent is used in the assembly process of the wye with the connectors. The root cause has not yet been determined; a CAPA has been initiated to complete the failure investigation and corrective action implementation. A material change is being considered to use a resin material with more resistance to solvents.

Event description:
Hold for irene by binua customer reported to carefusion a problem with cracked wye connectors associated with circuit part# 7441-4s2. The customer advised the patient wye is developing fractures when a flow sensor is attached. When this occurs, the patient loses tidal volume and the ventilator starts alarming. No samples are available, the defective wyes were discarded. No patient details were provided. The customer notes this has occurred with all types of ventilators and at all different times. They have also checked nursing and respiratory therapist coverage to see if the cracked wyes were occurring more common by shift, therapist or rn and nothing out of the ordinary was found.